Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient experienced complete heart block subsequent to an atrioventricular node ablation procedure. It was further reported that the right ventricular (rv) lead exhibited intermittent loss of capture, rising, high and varying thresholds, low undefined impedances and polarity switch. The implantable pulse generator (ipg) exhibited no capture and no pacing output. The right atrial (ra) lead exhibited a polarity switch. The rv lead and ipg were explanted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.